Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician successfully deployed the taxus express2 8.8% 3.00 x 16 mm drug eluting stent, but noted resistance upon attempting to remove the delivery device from the stent. He pulled the wire guide catheter and the stent delivery device out as a unit in order to remove the balloon from the stent. No pt injuries or complications were reported.